Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that when connected to the tester device, there was air leakage heard on the incoming tubing. The tubing was cut and replaced on the tester with no more leakage heard. The reported condition was verified. The cause of the reported condition could not be determined; however, the expected shelf life of the device has already been exceeded and the functionality of the device cannot be ensured after its expected shelf life (the device was functioning correctly during years). The batch file records of the lot number were not reviewed since the device was working well for several years. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an easy spray was having issues with its pressure. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.